Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals insignificant anomalies found and functionally okay.

Event description:
It was reported that the neurostimulator was explanted. The therapy was not effective. Efficacy was not there and the issue was identified at office. Healthcare provider said programming changes were tried, unknown if manage by fact was done to compare diaries. The issue was noted as resolved at the time of this report. The patient was alive with no injury. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0gn9v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient; product ID 37092, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.